Event description:
It was reported that on (B)(6) 2008, patient had original surgery for t2-l2 posterior spinal fusion thoracolumbar spine with allograft and instrumentation. Further it was reported that rods broke postoperatively. Concomitant devices reported: ti dual-opening pedicle hook side-for 6.0mm rods (part # 499.278, lot # unknown, quantity 7), ti transverse process hk/dual- opening side/rt f/6.0mm rods (part # 499.280, , lot # unknown, quantity 1), ti transverse process hk/dual- opening side/lt f/6.0mm rods rods (part # 499.281, lot # unknown, quantity 1), ti low profile transconnector 31.5mm-34mm for 6.0mm rods (part # 497.796, lot # unknown, quantity 1), ti low profile transconnector 35mm-41mm for 6.0mm rods (part # 497.797, lot # unknown, quantity 1), 3.2mm ti temporary fixation screw 20mm (part # 498.024, lot # unknown, quantity 7), 6.2mm ti dual-opening screw 40mm thrd length f/6.0mm rods (part # 499.222, lot # unknown, quantity 5), 6.2mm ti dual-opening screw 45mm thrd length f/6.0mm rods (part # 499.223, lot # unknown, quantity 1). This complaint was initially reported under linked legacy complaint (B)(4). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2008, patient had original surgery for t3-l2 posterior spinal fusion thoracolumbar spine with allograft and instrumentation. Further it was reported that rods broke postoperatively.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 167.6 cm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown date of event is unknown. 510k: 1 unknown spine/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2008, patient underwent a spinal fusion procedure, wherein her spine was fused from t2-l2. At the age of (B)(6). The procedure was performed at (B)(6) hospital. Prior to the surgery, which involved the fusing of multiple levels of the spine and a large amount of hardware, patient had discussed things in detail with her parents. Patient was told the hardware was made of titanium, which was unbreakable and would last forever. The use of the titanium hardware, and the manner in which it was described, was one of the primary reasons patient agreed to undergo the procedure. On or about (B)(6) 2015, patient was in extreme pain and went to the emergency room at (B)(6). It was discovered some of the hardware had fractured and was causing patient severe symptoms. It is unknown if the patient was revised. There is no more information at this time. This report is for 1 unknown spine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwp, kwq. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.